Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's spouse reported that the "faulty line" was kept in even though the device was changed out. It was not specified which lead was being referred to. The spouse did note that the patient is in hospice along with having heart, kidney and lung issues. No further information on the event was able to be obtained. The right atrial and right ventricular leads remain in use. No patient complications were reported as a result of this event.